Manufacturer narrative:
Correction: e2: health professional = yes additional information: a5: ethnicity = european a6: race = caucasian this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone = (B)(6) , postal = (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during implantation of a port, a micropuncture transitionless access set¿s wire guide unraveled upon insertion of the device into the patient. The device was reportedly used properly by an experienced interventionalist. The wire was removed from the patient without complications or ¿residue¿. Per the reporter, there could have been injuries to the vessels when pulling the wire from the patient; however, there has been no report of vessel injury in this case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during implantation of a port, a micropuncture transitionless access set¿s wire guide unraveled upon insertion of the device into the patient. The device was reportedly used properly by an experienced interventionalist. The wire was removed from the patient without complications or ¿residue¿. Per the reporter, there could have been injuries to the vessels when pulling the wire from the patient; however, there has been no report of vessel injury in this case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was unraveled and elongated at the solder joint. The distal weld ball was intact. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or raw material lots. A review of complaint history found no additional complaints for the final or raw material lots. The product IFU cautions ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ the IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the IFU also states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Cook requested additional information from the customer; however, the customer did not respond. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.